Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements. A pocket revision procedure was to be scheduled in the near future. No adverse patient effects were reported. Additional information indicated that the pocket revision was performed due to an infection. The field representative indicated the infection was local and the lead was not explanted as a result. The field representative also indicated that the lead was not repositioned. No further adverse patient effects were reported.

Event description:
Additional information indicated that a revision procedure was going to be performed to repair the lv-1 lead with a lead repair kit in order to improve the high threshold measurements. Boston scientific technical services (ts) was contacted regarding this issue and indicated this is off-label use of the lead repair kit.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated there were no other out of range measurements. The threshold measurements were higher in the lv after the procedure and the physician programmed the lv lead off.